Manufacturer narrative:
Visual assessment cannot confirm the reported breakage. The anchor is intact and remains attached to the inserter. The sutures are free from the suture tensioning mechanism. Removal of the anchor showed the eyelet portion of the anchor is stripped. The proximal threads of the anchor are damaged by what looks like pliers. The condition of the device indicates excessive force was applied during insertion. Potentially the cause for this device failure was excessive forces were applied to the instrument, causing a result in failure. No root cause related to the manufacturing process can be established. After the evaluation the root cause for the reported issue was determined to be user error. A review of the device history records and complaint files confirmed that no additional complaints have been reported and no abnormalities were noted during the manufacturing process for this lot. There are no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that during a knee lateral collateral ligament repair procedure, the screw was broken. No reported patient injuries. No other complications were noted.